Manufacturer narrative:
It was originally reported that 3 devices experienced the reported issue. However, it was later determined that 4 devices experienced this issue. The final device was not made available for inspection by the customer, so the issue could not be confirmed. Report has been updated to reflect the correct number of events.

Event description:
This report summarizes 4 malfunction events, where it was reported the bed exit did not alarm. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. One device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. One device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. One device was not made available for evaluation by the customer; no cause was established. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the bed exit did not alarm. There was no patient involvement.